Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-04 h6: investigation summary bd received a 24 gauge pegasus unit from lot 9298160 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no visible defects. Next, a puncture test was performed on the returned unit and it introduced into the blood vessel with no issues. It was then inspected under a microscope and no abnormalities could be identified. Based off the visual inspection and testing the engineer could not verify the reported defect. Since no defects could be identified a definitive root cause could not be determined. See h10.

Event description:
It was reported that 3 pegasus yel 24gax0.75in prn-capy non-pvc had defective catheters during use. The following was reported by the initial reporter: "at the same time, several nurses reported that the catheter in the recent hinma was softer than before, and the catheter was often too soft during puncture, leading to puncture failure, and the catheter was often soft, resulting in fluid retention. The head nurse wants to see if there is a product batch problem and find out the reason".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 pegasus yel 24gax0.75in prn-capy non-pvc had defective catheters during use. The following was reported by the initial reporter: "at the same time, several nurses reported that the catheter in the recent hinma was softer than before, and the catheter was often too soft during puncture, leading to puncture failure, and the catheter was often soft, resulting in fluid retention. The head nurse wants to see if there is a product batch problem and find out the reason".